Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 2008576: 25 items manufactured and released on 16-sept-2020. Expiration date: 2025-09-02. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed to do a wash out of an infected knee two weeks after primary surgery. 18 days after primary surgery the tibial insert was explanted and exchanged with an insert of the same size.